Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room on (B)(6) 2021 due to low blood glucose and possible over delivery anomaly. Blood glucose level at the time of the incident was unknown mg/dl which was treated with food, glucose and carb intake. Customer alleged insulin pump was over delivering because insulin pump was gave all insulin to customer. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. The insulin pump and reservoir will not be returned for analysis.